Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported during an infusion of parenteral nutrition; the filter cracked permitting air in the line. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the filter cracked permitting air in the line was not confirmed. Visual inspection showed no cracks on the filter. Functional testing of priming, infusion, and pressure testing did not replicate any leaks or air entering the line. The root cause of the customer¿s report could not be identified.